Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient came to their facility unresponsive and on a ventilator. It was unknown what the cause of the event was and whether or not it was related to the patient¿s pump. The healthcare provider (hcp) wanted to find out how they could get the pump turned off so they could rule that out as the cause. The pump was being used to deliver unknown baclofen. The cause of the event, other medications, the exact symptoms the patient was having, if the event was attributed to the device system, interventions, and patient outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.